Manufacturer narrative:
Section a5a, a5b: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. A specific cause for the report of leukocytosis could not conclusively be determined through this evaluation. The patient remains ongoing on (B)(6) with no additional complaints at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27mar2020. The hm3 lvas IFU lists cardiac arrhythmia, respiratory failure, renal dysfunction, and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU and patient handbook provide information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿support before failure - biventricular ventricular assist devices for ebstein's anomaly¿ that heartmate 3 (hm3) may be associated with post-operative complications including ischemic colitis, renal failure, and bleeding. This case study evaluated a patient with an ebstein anomaly and wolf-parkinson-white syndrome. Prior to hm3 implant, the patient underwent a four-vessel coronary artery bypass graft surgery that was complicated by intraoperative hypoxemia. The patient was placed on a veno-arterial extracorporeal membrane oxygenator (va ECMO) and an intra-aortic balloon pump. An echocardiogram (echo) performed showed biventricular dysfunction, a right to left shunt across the interatrial septum, an enlargement of the right atrium and a displacement of the tricuspid valve. A decision was made to have two hm3 pumps implanted to treat the biventricular failure. An atrial septum repair was also performed. The patient¿s post-operative course was complicated by ischemic colitis, renal failure that required dialysis, and bleeding. An ileocecectomy and repair of small bowel were performed. The patient was discharged home three months after implant and was listed for a heart and kidney transplant after two years; the patient would first require an ileostomy reversal. During implant the patient received 10 units of packed red blood cells while surgeons worked to achieve hemostasis.

Manufacturer narrative:
Wen, j. Et al. (2023). Support before failure - biventricular ventricular assist devices for ebstein¿s anomaly. Journal of the american college of cardiology. Https://doi.org/10.1016/s0735-1097(23)04216-x advocate christ medical center, oak lawn, il, us. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. A specific cause for the report of leukocytosis could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27mar2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, respiratory failure, renal dysfunction, and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia and infection as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 and d6: additional information.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-02322. It was reported that patient was extubated on pod 1 and was doing well clinically. Patient continued to have on an off ventricular tachycardia (vt), which was being treated with amiodarone. Patient's hm3 implanted as lvad, speed 6100rpm with ~4.3lpm and his hm3 with inflow placed in ra, rvad speed is 4900rpm, with ~4.0lpm. Patient's EKG no longer being followed due to biventricular support. Patient started experiencing hemodynamic compromise and worsening o2 stats, for which he was intubated on (B)(6) 2020. Patient remains intubated with worsening creatinine. Patient is not on any inotropes at this time. His wbc continues to rise, blood cultures remain negative since (B)(6) 2020, and his covid-19 test results are pending. Patient is currently in droplet precautions. Ptts remain therapeutic. Patient had a trialysis catheter placed proactively on (B)(6) 2020. Ongoing infectious concerns are primary clinical issue for the patient there were no infections prior to bi-vad placement. There were currently no positive cultures and patient continues to have leukocytosis. Blood cultures were repeated and central lines were changed out. Patient received course of cefepime and vancomycin, and was been monitored off antibiotics. Patient was started on continuous renal replacement therapy (crrt) on (B)(6) 2020. No further information was provided